Event description:
The reporter, the customer's daughter, alleges that the meter has had numeric results, but the voicemate tells her mother, "system error/turn system off", but does not tell her the blood glucose result. The reporter states her mother cannot see and relies on the verbal result message. During a reported hypoglycemic event, the reporter states her mother drank oj by herself and is ok. Return requested and replacement was sent.